Manufacturer narrative:
Additional information: section h-3: device evaluated by manufacturer: no suspect product was received; however, a photo was provided by the customer. The photo was evaluated. Device evaluation: no suspect product was received; however, a photo was provided by the customer. The photo was evaluated. The picture shows a pseudophakic eye claimed to be implanted with a 1-piece acrylic sensar monofocal lens. It can be observed that a fiber-like particle was implanted along with the iol located at 2:30 in relation to the picture. The nature, origin, and root cause of the reported issue as well as its potential clinical impact to the patient cannot be determined from a video assessment. The complaint issue was identified during photo evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Based on the complaint investigation results, the product was released within specifications. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported there was an unidentified substance during implantation of the iol. The surgeon first thought it was a foreign matter and thought it could be a crack inside the iol, not on the surface. There was no delay in treatment or other interventions. No further information was provided.

Manufacturer narrative:
Section a2, a3, a4 and a5: unknown/ asked but not available. Section d6a: if implanted, give date: not applicable, as there is an indication that the lens was remain implanted. Section d6b: if explanted, give date: not applicable, as there is no indication that the lens was explanted. Section e1:telephone: (B)(6). Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.